Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the control bar was low on the right side which could cause an inconsistent graft. It was also noted that the calibration and r.p.m.s were both within specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported that the device was skipping and producing inconsistent grafts. The surgeons were having trouble getting quality grafts.

Manufacturer narrative:
This report is being amended to reflect changes in adverse event and/or product problem, outcomes attributed to adverse events, date of event, describe event or problem, event problem codes, date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received january 25, 2017 clarified that during surgery, the surgeon was harvesting from the upper thigh and the graft that was taken was inconsistent in depth and had gaps in the tissue. An additional skin graft was required to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the control bar was low on the right side which could cause an inconsistent graft. It was also noted that the calibration and motor speed were both within specification. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician noted that the control bar was low on the right hand side which could cause an inconsistent graft. While during the initial inspection the service technician noted that the control bar was low on the right hand side, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.